Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-06596. It was reported that a patient presented in the hospital prior to a generator change procedure. Fluoroscopy performed on (B)(6) 2019 revealed externalized conductors on the right ventricular lead. When the pocket was opened during the procedure, a potential infection was noted with an abscess in the sub-pectoral location and was not attributed to the lead. The implantable cardioverter defibrillator was explanted and the lead was capped on (B)(6) 2019. The patient was in stable condition.